Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts detached and perforated. The device and detached struts were removed via an open abdominal procedure. Reportedly, the detached strut remain in the region of right ventricle and liver. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and eleven months post deployment, the patient admitted with abdominal and left flank pain. A computerized tomography-abdomen/pelvis showed that in the caudate lobe of the liver was a linear metallic structure, possibly migrated fragment of inferior vena cava filter. Linear metallic density in the caudate lobe of the liver, represent fragmented piece of the inferior vena cava filter. Approximately three months later, computerized tomography abdomen was performed which showed that the patient has an infra renal inferior vena cava filter in place with extraluminal extension of multiple inferior vena cava filter struts, one of which was projected anteriorly into the wall of the ascending duodenum. There was also an apparent displaced filter strut within the lateral wall of the inferior vena cava at the level of the inferior vena cava filter. There was a displaced and fractured inferior vena cava filter strut which was seen projecting through the intrahepatic inferior vena cava anteriorly into the caudate lobe. There was also suspected fracture displaced inferior vena cava filter strut at the apex of the right ventricle. There was mild cardiomegaly with a small pericardial effusion. Approximately one month later, patient admitted for open removal of inferior vena cava filter via laparotomy with inferior vena cava direct suture repair. Midline laparotomy incision was created. Eventually dissected the vena cava to its mid infra renal portion below the level of the filter and then also in the suprarenal portion above the apex of the filter. On entering the retroperitoneum, founded multiple limbs of vena cava filter that had penetrated through the vena cava wall, numbering about 5, and founded in the retroperitoneum a fractured portion of the vena cava filter that was just lying in the retroperitoneum next to the vena cava. That fragment was removed. Careful dissection was then undertaken over a long course of time to free up all the penetrated limbs of the vena cava filter to circumferentially encircle left and right renal veins, suprarenal vena cava and the infra renal vena cava. The area of the filter was in the vena cava. The renal vein, the suprarenal and the infra renal vena cava were controlled with rumel tourniquets and vascular clamps. Then performed inferior vena cavotomy at the renal vein confluence and extended the cavotomy cephalad and distally with potts scissors. That showed a dense sclerotic reaction around the indwelling vena cava filter then carefully dissected each of the limbs of vena cava and freed them from their attachment to the vena cava wall as well as where they perforated the vena cava. This left just the apex of the filter that was densely adhered and scarred in the vena cava. With a significant amount of force, the remaining filter was removed. Then inspected the anterior of the vena cava and appeared to be intact. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached and struts perforated. The device and detached struts was removed via an open abdominal procedure. The current status of the patient is unknown.